Event description:
On march 14,2006 the lay user/pt contacted lifescan alleging that his one touch ultra meter would not power on. The senior med affairs specialist spoke w/ the pt on march15,2006 to obtain/verify info. The pt reported that the last test was performed in 2006. The result was unk. The pt claimed that he developed symptoms, such as; a headache and stomach ache earlier that week. He had also been battling the flu. He attempted to test; however, the meter would not power on. The pt's sister drove him to the hosp in 2006, where he was treated w/ insulin for "high" blood glucose levels. The pt reported that he was admitted for his elevated blood glucose levels and the flu. Although the pt was supposed adjust his insulin based on the meter readings, he maintained a set amount of insulin (lantus 25 units in the evening and 8 units of humalog in the morning) since he was unable to obtain blood glucose results. The customer care advocate (cca) verified that the pt was using the correct type of test strips. The cca walked the pt through pressing the power button and inserting a test strip all the way into the test strip port. The meter powered on. The pt was unable to provide specifics regarding his testing techniques. Although the issue was resolved w/ troubleshooting, the meter, test strips, and control solution were replaced.